Event description:
During a colonoscopy procedure to remove a polyp, located at the patient's cecum, with an isnare device (which incorporates an injection needle and a cautery snare), a small black barb stop became detached from the device. After removing the isnare device from the colonoscope, the physician then used a retrieval net to successfully remove the barb stop from the patient.

Manufacturer narrative:
No injury to the patient occurred. The physician successfully completed the procedure with another isnare device. The company has received and examined the device, including the barb stop. The root cause appears to be that the catheter sheath and barb stop were not properly aligned, and the proper press fit connection and adhesive bond connection were not made. In addition, search of the complaint database revealed no additional complaints for the lot. The company will issue a corrective and preventive action, adding an inspection step/procedure, requiring a further visual inspection of the barb stop and catheter sheath to confirm the alignment and connection.